Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm. The customer's blood glucose level was unknown. The customer did troubleshooting and the reservoir was found to be occluded. The customer's infusion sets and reservoirs were replaced, however nothing was returned.